Event description:
The patient reported their blood glucose (bg) level reached 320 mg/dl, while wearing the pod between 36 and 48 hours. They reported receiving a missing sensor error, indicating a communication issue between the pod and the continuous glucose monitor (gcm). The patient reported the pod was placed on the left side of their abdomen and the cgm was placed on the back of their right arm, indicating the devices were not in line of sight of each other which is necessary for proper communication. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed that would contribute to pairing issues. The cause of the reported event could not be determined. A tear in the exposed portion of the soft cannula was observed where it was seen to leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would contribute to the pod-cgm (continuous glucose monitor) connection issues. No timeouts or drive stalls were observed. The patient history buffer (phb) data showed stretches of -1 causing the pod to go into limited mode. The cause of the reported event could not be determined. A tear in the exposed portion of the soft cannula was observed where it was seen to leak. The timing and cause of the observed cannula damage could not be determined.